Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the side of the packaging for a fluid transfer extension set. The reporter stated that there was a hair strand in the overwrap, outside of the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection under magnification was performed and revealed loose coiled up foreign matter inside the packaging. The reported condition of foreign material was verified, but was not found to be hair. The cause of the reported condition was determined to be packaging issue. Should additional relevant information become available, a supplemental report will be submitted.